Event description:
It was reported that when the set was flushed, the flushed drip chamber leaked solution at the top of the chamber. No additional information was available. No patient injury or patient involvement reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: there were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review. The lot met the requirements for release. No deviations identified during manufacturing. One unit was received for evaluation. The complainant returned unit was visually inspected; no damage or workmanship defects were observed. Functional testing was performed; leak is observed at the drip chamber. The complaint was confirmed. The root cause was a lack of a robust and repeatable adhesive dispensing method. An internal CAPA was issued, and a formal investigation was opened for this issue. Instead of the previous manual process, an automated solvent dispenser was added as a process improvement.